Event description:
It was reported to minimed that the customer experienced hypoglycemia with a blood glucose value of 47 mg/dl and loss of sensor signal. The customer also reported that data from minimed mobile application are not uploaded. The customer treated hypoglycemia through carbohydrate intake. The event involved product(s) mmt-431ag, mmt-1884, mmt-342g, 78893-01, mmt-6102. Troubleshooting was performed for hypoglycemia and confirmed that the customer was using insulin pump within 48 hours of reported event. The customer received low alert. The customer was using auto mode/ smart guard feature at the time of reported event. Troubleshooting was performed for loss of sensor signal and confirmed that issue was resolved. Troubleshooting was partially performed for upload issue and confirmed that the customer was able to access web page. Customer declined further troubleshooting. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No further patient complication was reported. No product return is required for mmt-431ag, mmt-1884, mmt-342g, 78893-01. Product return is not applicable for non-physical device mmt-6102.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.